Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2011-02524 pertains to the other device. It was reported to boston scientific corporation that on (B)(6), 2009, the patient saw the physician and was suffering from a number of bladder infections. The physician informed her that he could perform a surgical procedure to correct the problem. On (B)(6), 2009, the physician performed the following procedures: transvaginal solyx procedure; anterior repair augmented with pinnacle mesh (exact type unknown); bilateral sacrospinous vaginal vault/uterine suspension; posterior repair; enterocele repair; and perineorrhaphy. The patient reportedly now has "permanent injuries" (specifics unknown).